Manufacturer narrative:
Vyaire file identification : (B)(4). A vyaire technical support instructed the customer to check the transducer calibration screen and it was seen that the exp press transducer was way out of range, previous calibration was 1042 new calibration was 2265. Technical support instructed the customer to recalibrate the unit and see if it will be fixed. If the issue still continues after calibration the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator goes inoperative when powered up. At this time, there is no information regarding patient involvement associated with the reported event.